Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown ao suction/unknown lot number. (B)(6). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the customer have an ao suctions in many of their sets and are starting to have issues with the little screw that holds in the suction tube. They are either too tight or too loose and need constant adjustment. The other day a screw was found on the floor of theatre five which turned out to have come from an ao suction. In the suction illustrated there seems to be no happy medium with the screw; it is either too loose or too tight. No patient involved in this case. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
It is unknown when the device originally malfunctioned; however, the issue was discovered on (B)(6) 2015. There was no reported patient involvement. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.